Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported mitral stenosis associated with the increased gradient, the reported thrombosis/thrombus, and the reported recurrent mitral regurgitation, could not be determined. The reported patient effect of mitral stenosis, thrombosis/thrombus, and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date estimated:na.

Event description:
This is filed to report mitral stenosis, recurrent mitral regurgitation and a thrombus requiring intervention. It was reported that on (B)(6) 2022 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. One clip was implanted successfully with a resulting mr of grade 1. The pressure gradient was noted to be 6 mmhg and the physician was satisfied. The patient returned in december 2022 with a gradient of 20mmhg. On (B)(6) 2023 a mitral valve replacement was performed to treat the mitral stenosis and recurrent mr. During the procedure a thrombus was found. The procedure was successful, and the resulting mr was grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.